Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The getinge designee attempted troubleshooting by installing a working power supply from another unit. After installing the power supply from another unit the iabp ran normally. With assistance of a getinge service engineer, the getinge designee was able to troubleshoot further. The designee later reported that the iabp unit was returned to the customer for clinical use. The specific repair details were not provided. If additional information is made available, a supplemental report will be submitted. (B)(6).

Event description:
It was reported that during a service test performed on the cs300 intra-aortic balloon pump (iabp), the getinge designee installed a new power supply into the iabp unit but the unit would not turn on and there was no display. There was no response in the main board; the led in the main board did not light up. It was suspected that the new power supply assembly was not working normally. This is an out-of-box (oob) failure of the power supply assembly. There was no patient involvement and no adverse event was reported.

Event description:
It was reported that during a service test performed on the cs300 intra-aortic balloon pump (iabp), the getinge designee installed a new power supply into the iabp unit but the unit would not turn on and there was no display. There was no response in the main board; the led in the main board did not light up. It was suspected that the new power supply assembly was not working normally. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
We have been advised that the failure of the iabp was not an out of box (oob) failure.